Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as 2134265-2010-02433. It was reported that post a coronary artery stenting treatment procedure, the patient died. The 85% stenosed target lesion was located in the right coronary artery (rca) with a 3mm reference vessel diameter and a 15 mm lesion length. No attempt was made for direct stenting. A 3.00x16mm liberte stent was implanted. A non-bsc balloon catheter was used in the procedure. An additional liberte stent was implanted to treat a distal lesion. The patient experienced a myocardial infarction during the procedure. It was unknown whether the target vessel was related to this event. Residual stenosis was 0%. The procedure was documented as a technical success. No further data was provided. The same day as the index procedure, the patient had unstable angina, type iib. Medications prescribed were asa 100mg/day indefinitely and clopidogrel 75 mg/day for 6 months. The patient died the same day as a result of a myocardial infarction.